Event description:
As per literature article, significant restenosis (>50%) was found in two patients at the 16 and 20 months after undergone percutaneous angioplasty with stenting of a renal artery stenosis. During the procedure, an unknown cordis palmez stent was implanted. Following the procedure, 25,000 units of heparin were administered to the patient over 24 hours, as well as acetylsalicylic acid at a dose of 325 mg/day. Ticlopidine was given at a dose of 500 mg/day over the first 6 weeks after surgery whereas acetylsalic acid was continued beyond that period .

Manufacturer narrative:
Literature article kuczmik et al the results of percutaneous angioplasty and stent implantation for critical ostial renal artery stenosis,; chir pol. 2005; 7(4):217-223. The literature article has been attached the this report. Complaint conclusion: as reported by w. Kuczmik in article ¿the results of percutaneous angioplasty and stent implantation for critical ostial renal artery stenosis.¿ (p. 217-223) two patients were found to have significant restenosis (>50%) at 16 months after treatment of ostial renal artery stenosis with palmaz stent. In a female patient the stent reportedly migrated 3mm distally and was treated with implantation of an additional stent protruding 2mm into the aorta with satisfactory result. Intravavascualr brachytherapy was instituted to help prevent restenosis. The product was not returned for analysis as they remained implanted in the patients. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In regard to the reported stent migration, positioning a stent in an ostial lesion exactly on the rim of the ostium is required, which can be very difficult in many patients. If situated too proximally, stent protrusion into the aortic lumen interferes with aortic blood flow and hastens further aortic catheterization. If situated too distally, the desired aim of scaffolding the ostial lesion is missed increasing the potential for stent migration distally or into a side branch. Without a lot number to conduct a DHR review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.